Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
The patient underwent a tcar procedure. Due to very tight and diseased bifurcation, the physician opted to use a "stop short" technique and while inserting the arterial sheath, caused a dissection from access to the bifurcation. The procedure was aborted, and the patient woke up neurologically intact and doing well. A carotid endarterectomy will be performed at a later date.